Event description:
The dr was unable to insert the iab into the sheath. He stated that the sheath "crumpled". The following was rpt'd to datascope on 10/3/97: while inserting the sheath with the dilator, the sheath began to "crumple" into folds at the tip. Event complications: unk - rpt'd 9/8/97; none - rpt'd 10/3/97. Pt current status: unk - rpt'd 9/8, 10/3/97.

Manufacturer narrative:
Evaluation: a 10 french, 6 inch sheath assembly (consisting of the sheath and attached hemostasis valve) was returned for evaluation. The dilator was separate from the sheath. In addition, the folded membrane was also present. Visual examination revealed dried blood on the exterior and interior of the sheath assembly. The distal portion of the sheath was observed to be ribbed in appearance. The sheath tip was noted to be smooth and normal in appearance. The sheath i.d. And o.d. Were measured and found to be within datascope's mfg specifications. Probable cause of difficulty: other than being ribbed at several locations, no mfg defect was found in the returned sheath tubing. The sheath is made of a soft material so as to not injury the pt artery during the insertion procedure. In general, difficulty advancing the sheath into the pt may be attributed to one or more of the following: 1. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. 2. The pt may have had a severe vessel tortuosity resulting in poor sheath insertion resulting in the associated sheath damage. The condition of the returned sheath does support the above statements. To facilitate the passage of the sheath and dilator into the pt artery, datascope's instructions for use instruct the user to make a small incision in the skin.